Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in a common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, after the sutures of the proglide device were successfully preplaced, the foot would not close completely. The physician delicately removed the proglide device. No tissue damage occurred. The sutures of another proglide device were successfully preplaced. The sheath was upsized to 18f and the tavr procedure was completed. The successful preplaced sutures of two proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Ina

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Unused sterile devices were returned from the account which were inspected and functionally tested with no anomalies. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.